Event description:
It was reported that the pump touchscreen was cracked, unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.